Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming, the screen was red and read 41622. Loss of power alarm acknowledged and pump started. Troubleshooting was performed but the alarm persisted. The screen reads running continuous reservoir empty in 15 hours and 30 minutes. Reservoir volume was 31.0 ml, and rate was confirmed on the 5-fu label. No patient harm or injury. The event occurred while in use with patient.

Manufacturer narrative:
D9: 11-nov-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was confirmed during review of the event history. Debris was found in the chassis, causing the motor and camshaft to jam. The device passed all testing after repairs.